Event description:
Patient developed a pneumoperitoneum during cryotherapy treatment for gastric antral vascular ectasia (gave). A gastrograffin swallow was negative for perforation. After a lengthy discussion with a surgeon, the patient requested surgical resection and underwent a subtotal gastrectomy for treatment of the gave. During surgery, no gross contamination or injury to the gastric wall was identified. After the surgeon achieved significant distension via an endoscope, an area of perforation high on the lesser curve of the stomach was identified. The patient was discharged from the hospital and has recovered. There was no device malfunction during the ablation procedure.